Manufacturer narrative:
Device analysis conclusion: the guide wire was returned for analysis. Visual examination confirmed the reported fracture. Scanning electron microscopy analysis of the fracture shows evidence of rotational wear on the core wire as well as the fracture site. There is also possible fatigue and a high-stress crack on the fracture face. Bench testing has shown that excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance, which compresses the guide wire into a bent/buckled shape. It is hypothesized that the excessive wear led to the eventual fracture of the guidewire; however, the exact root cause of fracture remains undetermined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A support catheter and non-csi guidewire were used to gain initial access to a lesion in the superficial femoral artery prior to wire exchange for viperwire. Access was in the right femoral artery, and the intended treatment area was the left superficial femoral artery (sfa) from the ostium of the sfa to hunter's canal. Two treatments were performed on low speed and two treatments were performed on medium speed. One additional treatment was performed on high speed in the proximal segment of the vessel. The device was then advanced, and the same sequence was performed in the distal segment. Atherectomy was performed without issue, and the device was removed. A balloon was inserted, but it could not be advanced through the insertion sheath. The balloon was removed, and the support catheter was reinserted for another wire exchange to a stiffer wire. However, the support catheter also could not be advanced. Upon removal of the support catheter, a fractured section (about half) of the viperwire also came out. The remaining half of the viperwire remained in vivo (from iliac to peroneal). The remainder of the wire could not be snared after multiple attempts over the course of an hour. The patient was transferred to a hospital for surgical removal. The patient was later discharged.